Manufacturer narrative:
Date rec'd by MFR: 03jul2019. Based on the information provided, the reported issue is not likely to cause or contribute to death or serious injury. Both visual and auditory alarms were present. The manufacturer¿s field service engineer (fse) confirmed the reported back up alarm failed, but visual and auditory alarms were present. The fse confirmed the reported back up alarm failed, but visual and auditory alarms were present issue. The central processing unit was recommended to repair to prevent recurrence. The fse confirmed the repair was canceled by the customer so the unit was returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reports backup alarm failed. There was no patient involvement.